Event description:
During surgery, it was reported a blood oozing after a vascular graft was used as a cannula for extracorporeal circulation (ecc). The blood oozing occurred at the beginning of the ecc. It was reported that the graft was significantly stretched to be connected to the ecc. The surgery was prolonged but it was reported, no consequence to the patient. Graft was removed at the end of the ecc procedure.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No product evaluation was performed since the graft was discarded by the institution. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of six products coated on the same day than the complaint device indicated values well within product specifications. On product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective. Please note that the device was not used in an approved indication. In addition, it should also be noted that the product IFU clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.